Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 9:00pm at home. End-user stated that his mother called paramedics due to him being clammy and confused. His mother tested his blood glucose with his prodigy meter and receive a result of 116mg/dl. His mother felt that wasn't right and tested him 2 more times with his prodigy meter and received results of 90and 91mg/dl. A normal result for that time of day is usually around 90mg/dl. His mother then decided to call paramedics immediately after testing the 3rd time. The end-user had orange juice and peanut butter crackers while waiting for paramedics. Paramedics arrived within 3 minutes and tested the end-users blood glucose with their meter and received a result of 31mg/dl. The paramedics did not test the end-users blood glucose with his prodigy meter. Paramedics had the end-user eat more peanut butter crackers until his blood glucose was 90mg/dl. No other treatment was received by paramedics and the end-user was not transported to the hospital by paramedics. No additional information was provided.